Event description:
Medtronic received a report that a synchro wire could not pass into the apollo catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro 10 guidewire. Additional information was received. It was reported that there were no symptoms. The guidewire was able to pass the catheter hub. There were no damages found to the catheter hub. The guidewire tip was shaped.

Manufacturer narrative:
H3: product analysis #(B)(4): ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ drawing(s) referenced: none ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the apollo catheter hub. The distal ~4.5cm of the apollo catheter body was found stretched. The apollo catheter ldpe tubing and proximal marker were found to be separated and not returned. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ report was confirmed as the apollo catheter was stretched. Damage to the apollo catheter can occur if the guidewire is advanced against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.